Event description:
The diapact crrt did not alarm, but was pulling air through the pa pressure sensor, which is located inside the machine, and air was entering the blood tubing. There were no outside leaks or cracks. They had to clamp the pressure line every minute or so to prevent the air entering the blood stream. Pressure readings were negative and believable.====================== manufacturer response for crrt, diapact======================it was caused by a cracked pa connector that could not be seen by nursing. Left connectors and trained inhouse staff about changing them.